Manufacturer narrative:
Age/date of birth: unknown/not provided. Sex/gender: unknown/not provided. If explanted; give date: n/a (not applicable). The lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was hydrated with balanced salt solution (bss) as per the directions for use (dfu), but the lens did not release from the inserter until the surgeon used a second instrument to release it. The lens is left in the patient''s operative eye and no additional surgical intervention was necessary. Through follow-up, further information was provided that the trailing haptic got caught between the cartridge and the plunger. The surgeon had to push it out with a y hook instrument. No further information was provided.